Manufacturer narrative:
Pump received with intermittent act and down arrow button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
The mother reported via phone call that they had a keypad anomaly. The mother stated the down arrow button was unresponsive. The customer had to press the button several times to enable a response to bolus. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.